Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 100 mg/dl. The caller stated that when she pushes the bolus button, the screen goes blank. She says that the display is not blank at the moment but when she presses a button, the display goes blank. During blank display troubleshooting, the caller was advised to tell the customer to disconnect from the insulin pump. She is not calling back after receiving a new battery cap. The caller said that there are two cracks in the pump. One crack is radiating from the screen to the reservoir compartment and the other one is radiating from the bottom left to the upper right of the insulin pump. The insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No blank display when pressing button noted. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.